Event description:
It was reported that a patient's stimulation was "not constant" like she would like it to be. It was stated that the patient wanted to feel stimulation in her arm and hand. It was stated that the patient "had not been feeling pro per stimulation since she left the hospital on (B)(6) 2013. It was stated that the patient had a new device put in during that time. The patient wanted to change the rate and pulse settings. It was noted that the patient did not have a group programmed on the programmer. It was reported that the patient's stimulation was at 2.0v and it was lowered to 1.5v.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, product type: lead. (B)(4).